Event description:
(B)(4). It was reported during a coronary artery stenting treatment procedure a thrombus occurred. The target lesion was located in the right coronary artery. The target vessel reference diameter was 2.4mm and the lesion length was 32mm. Pre-procedure stenosis was 77% and post-procedure was 0% stenosis. A 3.0x16mm liberte stent with was implanted. No information if direct stenting was attempted. An additional liberte stent was implanted due to thrombus and length issues. The procedure was a technical success. The patient was discharged 2 days later without current anginal complaints or silent ischemia. Discharge medications were asa 100mg and clopidogrel 75mg daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.